Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported the pt had a fever and presented with signs and symptoms of withdrawal. The physician suspected possible contamination of the drug and infection. A catheter dye study was attempted. It was discovered that the pump had flipped and a pocket fill had occurred. Subsequently, the pt's pump and catheter were replaced. The medication being delivered via the device system was morphine. The pt recovered without sequela.